Manufacturer narrative:
Returned product consisted of a quantum maverick balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the whole device. Microscopic examination revealed damage to the tip. There is a longitudinal tear to the inflation lumen and guidewire lumen at 24.1cm from the tip to the exit notch. There is contrast present in the inflation lumen and balloon. There is blood present on the guidewire lumen and the balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 28jun2019. It was reported that crossing difficulties were encountered. The stenosed target lesion was located in lft anterior descending artery. A 3.5mm x 15mm quantum maverick balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed longitudinal tear in the inflation lumen and guidewire lumen.